Event description:
On (B)(6) 2013, the patient was implanted with four gore excluder aaa endoprostheses to treat common iliac arterial aneurysms on both sides. It was reported that the distal stent grafts on both limbs were intentionally landed in the external iliac arteries (eia). It was also reported that the distal end of an iliac extender component (pxl161007/11484303) was deployed right at the highly angled left eia. On (B)(6) 2013, the patient reported pain in the left limb. Computed tomography (CT) images revealed an occlusion of the left eia at the distal end of the pxl161007/11484303, and thrombosis was suspected. On (B)(6) 2013, thrombectomy was conducted using a fogarty catheter. However, the fogarty catheter could not advance into the pxl161007/11484303. CT images showed that the patient's left eia was kinked just below the distal end of the pxl161007/11484303. The patient underwent a fem-fem bypass procedure, and blood flow to the left limb was restored. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.